Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to moisture that entered inside the device due to an air leak, which then resulted in a broken internal wire. However, cause of this phenomenon could not be further determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received stating the "angle part does not move" occurred during a diagnostic cystoscopy. The procedure was completed by replacing the equipment. There was a slight delay in replacing equipment. However, there was no significant impact overall.

Event description:
The customer reported the angle was not working on the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found foreign object was stuck inside the control unit and the angle lever would not move. This report is being submitted for the malfunction found by service during the device evaluation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Upon further evaluation, service found poor neutral angle position, and the flexible tube had wrinkles. A leak was observed due to a perforation in the insertion tube bending section. The up/down plate, light guide bundle, and light guide tube demonstrated fluid ingress. Switch #1 was not working. The light guide tube was crushed. Scratches were observed on the rubber bonding area, switch #4, light guide pipe/tube, and video cable. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.